Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2024, it was reported by the patient that infusion set fell off in night due to adhesive. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4).